Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, with the malfunction code not recurring after the reset. The customer was advised to continue using the pump and instructed to call back if the malfunction code appeared again.